Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic myomectomy, the device bag had a hole and ruptured. The bag completely detached from the ring which fell into the patient cavity. To resolve the issue, the surgeon performed x-ray and collected all the components using grasper. The case was extended four about 1 hour due to the device problem, and the patient extended hospital stay for one more day.